Event description:
(B)(6). It was reported that, after a navio-assisted tka surgery had been performed with a journey ii cr system on (B)(6) 2018, the clinical subject experienced a periprosthetic infection. A revision surgery was conducted on (B)(6) 2019 to explant the femoral, tibial, insert and patellar components. The problem is now resolved.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a right tka 2-stage revision was performed due to a periprosthetic infection (ae#1) approximately 8½ months post navio assisted tka j-ii cr system. The first stage completed 01/24/2019 per datafax #029/plate#089 with component disposition as destroyed. It was communicated that the requested lab/microbiology and/or radiology results were not available. Reportedly, the problem is now resolved. The crfs did not provide additional insight into the reported events and the root cause of the reported infection could not be concluded. The patient impact beyond the reported infection and subsequent 2-stage revision could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.